Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experiencing high blood glucose level as well as low blood glucose level of 600 mg/dl and 40 mg/dl. The customer¿s current blood glucose level was 283 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose and low blood glucose episodes. The customer treated with the bolus using the insulin pump and consuming honey. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was not calling back to performed high pressure test. Customer troubleshooting was performed. Customer states the drive support cap appears normal. Customer did allege insulin pump was under delivering. The insulin pump will not be returned for analysis.